Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call hospitalization, insulin pump error alarm, unexpected restart alarm and displayable history crc check failure on the insulin pump. Customer¿s blood glucose level was unknown. Customer experienced diabetic ketoacidosis on two separate occasions and was hospitalized in addition to the issues with the insulin pump. Customer advised they had received a button error issue in the past but had declined to replace the insulin pump at that time. Troubleshooting was performed. Customer received the displayable history crc check failure alarm during normal use and the issue remained unresolved. Customer advised they were unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.